Event description:
Literature was reviewed regarding 'thoracic endovascular aortic repair for type b aortic dissections in patients with marfan syndrome. A valiant stent graft was implanted during tevar where a hybrid frozen elephant trunk procedure and redo sternotomy with tar was completed. Early postoperative cta showed an intact stent graft from the distal arch to mid-descending aorta with preserved visceral perfusion. The recovery was uneventful, aside from re-exploration for bleeding on day 3 and femoral pseudoaneurysm repair on day 6. At 6 months, progressive thoracoabdominal aneurysmal dilation required staged open replacement. Tevar within the frozen elephant trunk construct was pivotal in stabilizing the arch and descending aorta, providing a platform for definitive repair. The cause of the adverse events were not reported.

Manufacturer narrative:
Sultan I, brown e, gonzalez f, et al. Thoracic endovascular aortic repair for type b aortic dissections in patients with marfan syndrome. Aorta (stamford). Published online january 26, 2026. Doi:10.1055/s-0043-1774532 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.